Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the customer was advised to continue using it while monitoring for any recurrence of the malfunction code, with instructions to call back if issues persist.